Manufacturer narrative:
Technician found the caster was out of adjustment. He adjusted the caster to resolve the issue.

Event description:
Technician alleged the brake/steer caster wheel rolls when brake is set.